Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s wife asked the patient what his cgm value was, as her follow app was not providing a reading. The patient¿s cgm value was 145 mg/dl at this time. At an unspecified time later the patient¿s wife tried to ask the patient what his cgm value was again, but he was unresponsive. The patient¿s cgm was in a signal loss state, however, the patient never received an alert notifying him of this. The patient¿s wife treated him with 2 tubes of oral glucose gel and called 911. The police arrived first and tested the patient¿s bg meter reading, which was 81 mg/dl, and the patient was conscious but unable to communicate to others. Once emergency medical services arrived, the patient was treated with an unspecified IV and an EKG (electrocardiogram) was done. He was then transported to the emergency room. At the ER, the patient¿s bg meter reading was 120 mg/dl. The patient was provided lunch and was monitored for approximately one hour before being discharged. His bg meter reading once he was back at home was 205 mg/dl. The patient was ¿stable¿ at the time of report. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No additional patient or event information is available.